Event description:
The manufacturer received a voluntary medwatch (mw5109978) alleging the user experienced nausea, tongue, stomach and head issues, shortness of breath, eye irritation/burning and watery, abdominal pressure and low carbon dioxide levels. The patient was hospitalized. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.